Event description:
During a coronary artery drug eluting stenting treatment procedure, there was damage to the shaft. The target lesion was located in the distal right coronary artery (rca). A 3.0x24mm taxus express2 drug eluting stent was deployed proximal to the target lesion. When the catheter was removed the physician noted that the shaft was "munched" up. The physician completed the procedure with placement of another taxus express2 stent in the target lesion. There were no pt complications and the pt is ok.